Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch episodes. The lead was capped on (B)(6) 2023 and replaced. The patient was in stable condition.